Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the heater coil kinked and the pusher bodycoil kinked, stretched, and broken at the distal section, which is consistent with the alleged product issue. The implant was not returned. The heater coil was found burnt; furthermore, the pusher monofilament exhibited a mushroom profile, indicating the implant detached from thermal activation. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strengths. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event.

Event description:
Please see section h11 for device investigation results.

Event description:
It was reported that during the coil embolization to treat a ccf (carotid-cavernous fistula), the coil was used after several other coils were used. The flushing holder and pretest were performed as usual, and then the coil was inserted and implanted. The pusher was then withdrawn without resistance, but the pusher was found to have separated after being retrieved outside the body. As the coil was the last one, a microcatheter was withdrawn and inspected. However, there was no residue in the microcatheter, and the procedure was completed. There was no health damage to the patient.

Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.